Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier = sid (B)(6) sid (B)(6) sid (B)(6) sid (B)(6) sid (B)(6) and sid (B)(6).

Event description:
The customer observed an increase in reactive anti-hcv results on the alinity I processing module, serial number (B)(6). The following data was provided: sid (B)(6) initial result processed on (B)(6) 2023 reagent lot 54136be00 = 1.73 repeat results = 1.89, 1.84 and same lot different kit result = 1.73 s/co. Sid (B)(6) initial result processed on (B)(6) 2023 reagent lot 54136be00 = 1.32 repeat results = 1.43 and 1.33 same lot different kit result = 1.30 s/co. Sid (B)(6) initial result processed on (B)(6) 2023 reagent lot 54136be00 = 1.04 repeat results on another kit same lot = 1.01 and 1.06 s/co. Same samples processed again on (B)(6) 2023 with same reagent lot different kits: sid (B)(6) initial result reagent lot 54136be00 = 1.65 s/co repeat = 1.74 s/co. Sid (B)(6) initial result reagent lot 54136be00 = 1.28 s/co repeat = 1.24 s/co. Sid (B)(6) initial result reagent lot 54136be00 = 0.84 s/co repeat = 0.89 s/co. Additional data provided (B)(6) 2023: sid 040243676 nat testing not performed. Sid 040243753 nat negative. Sid 110243681 nat negative. New patient information provided: sid (B)(6) processed on (B)(6) 2023 and (B)(6) 2023 = 1.74 and 1.82 s/co no additional results sid (B)(6) (B)(6) 2023 = 1.07,1.04 and 1.00 s/co no additional results. Sid (B)(6) processed on (B)(6) 2023 and (B)(6) 2024 = 1.39, 1.45, and 1.35 s/co no additional results. No impact to patient management was reported.

Manufacturer narrative:
After further evaluation, the initial emdr was created and submitted in error. Suspect medical device 08p06 is an international product that has a similar product distributed in the us, list number 08p05. Product list number 08p06-33 alinity I anti-hcv is not a screening assay in the united states. There was no impact to patient management reported. Therefore, this complaint is no longer a reportable event and no further follow up will be provided. H3 other text : not a reportable event.

Event description:
The customer observed an increase in reactive anti-hcv results on the alinity I processing module, serial number (B)(6). The following data was provided: sid (B)(6) initial result processed on (B)(6) 2023 reagent lot 54136be00 = 1.73 repeat results = 1.89, 1.84 and same lot different kit result = 1.73 s/co sid (B)(6) initial result processed on (B)(6) 2023 reagent lot 54136be00 = 1.32 repeat results = 1.43 and 1.33 same lot different kit result = 1.30 s/co sid (B)(6) initial result processed on (B)(6) 2023 reagent lot 54136be00 = 1.04 repeat results on another kit same lot = 1.01 and 1.06 s/co same samples processed again on (B)(6) 2023 with same reagent lot different kits: sid (B)(6) initial result reagent lot 54136be00 = 1.65 s/co repeat = 1.74 s/co sid (B)(6) initial result reagent lot 54136be00 = 1.28 s/co repeat = 1.24 s/co sid (B)(6) initial result reagent lot 54136be00 = 0.84 s/co repeat = 0.89 s/co additional data provided 20dec2023: sid (B)(6) nat testing not performed. Sid (B)(6) nat negative sid (B)(6) nat negative new patient information provided: sid (B)(6) processed on (B)(6) 2023 and (B)(6) 2023 = 1.74 and 1.82 s/co no additional results sid (B)(6) (B)(6) 2023 = 1.07,1.04 and 1.00 s/co no additional results. Sid (B)(6) processed on (B)(6) 2023 and (B)(6) 2024 = 1.39, 1.45, and 1.35 s/co no additional results. No impact to patient management was reported.